Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08634. It was reported that the burr became stuck with the rotawire. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. During procedure, when the burr was removed after ablation, it became stuck with the rotawire. The device was removed together with the rotawire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.